Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the sleeves of the pipeline opened, but the distal segment did not open correctly: it was narrowed and bent. After many attempts and repositioning, the pipeline finally opened properly and was released and placed in the desired position. It was noted the distal segment of the pipeline had been positioned in a bend, resheathing was performed less than three times, and more than 50% had been deployed when it failed to open. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed good results. With full wall apposition the patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica). It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered.  Ancillary devices include a phenom 27 / oc19-077.